Event description:
Head section would not go down. No injury reported.

Manufacturer narrative:
Technician found that the head section would not go down. Replaced the gas spring to resolve this issue. Stretcher located in basement.